Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by a customer complaint that during withdrawal of the needle, the cannula detached and remained under the skin of the patient. An attempt to remove the detached portion of cannula from the patient was unsuccessful. No permanent adverse effects to patient were reported.